Event description:
It was reported that during an arthroscopic surgery while the surgeon screwed in the implant the device broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 12-mar-2026: further information was provided that the broken piece was retrieved out of the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.